Event description:
It was reported that a device related ulcer was experienced from the scd tubing where the hard, clear plastic tubing exits the sleeve. It was believed the tubing was hard. Additional information reported that the patient was admitted on 3/(B)(6) and the wounds were discovered on (B)(6). The patient was reported to have two ulcers, bilaterally from two devices. The patient was malnourished, had edema, and in poor failing health. Dressings were used to treat the wound. The patient was re-positioned daily. It was reported that the tubing was coming from the calf-sleeve, running towards the foot. The location of the ulcers were on the achilles tendon, closer to the calcaneus. The leg rested right on the tubing. The tubing was very hard, round and not flexible. When pressure was placed in that area, it caused necrosis easily. The patient later died of a pre-existing condition of liver failure. This report is being filed for the second device. See related MFR report# 2134070-2015-00024.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent after the device evaluation if the device is received.

Manufacturer narrative:
Complaint history for this model of calf sleeve reveals no similar reported issues.